Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
The customer experienced bleeding after inserting the abbott diabetes care (adc) sensor. The customer managed to self-treat the area (unspecified). There was no report of death or permanent impairment associated with this event.